Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump kept on beeping for an unspecified occlusion alarm. The user noted there were two drops of lipid liquid on blue alcohol cap of med-port closest to patient on lipid primary infusion tubing. After cleaning, the nurse could not find absolute source of leak. They y-clamp to help re-enact "occlusion" alarm. Nurse noticed when blue alcohol cap of med-port closest to patient on lipid primary infusion tubing was removed, the small rubber clear part inside of port was bulging out and small drop of lipid solution came out. The event occurred in the medical surgery floor. There was no known patient injury or medical intervention associated with this event. No additional information is available.